Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy sigmoid colon resection, when the proximal colon and distal sigmoid colon were being connected by a circular anastomosis, the device cuts the tissue but did not deploy the staples when fired. The proximal colon was cleared and a suture was used to create a purse string in the bowel. The device spike was deployed and mated tightly to the anvil. There was a struggle prior to mating to visualize the orange band, but was able to mate the trocar spike and anvil securely. Once the device was fired and removed, the surgeons noticed the bowel was cut but did not have staples. The assisting surgeon was unable to confirm if the staples were noticeable in the circular stapler cartridge when asked. They had to close the colon with 3-0 silk, mobilize and use another stapler for a second attempt at a circular anastomosis. This attempt was successful. However, the quality of the patient's bowel tissue was in question as the lumen of the colon was narrow and tissue quality was in question by the assisting surgeon. When closing the device prior to firing, it was reported that it was effortless and did not show signs of tension. It was noted that there was unanticipated tissue loss and the surgical time was extended by 30 minutes or more due to the product problem.